Manufacturer narrative:
UDI= (B)(4). Visual evaluation of the returned device found the basket retracted/closed and the tip was intact. The handle cannula was bent upward and broken from comprehensive force applied to the handle during use. Moreover, the side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned device was consistent with the reported event that the handle cannula broke. It is most likely due to procedural factors as the user applied excessive compressive force to the handle assembly and the handle cannula was then forced upward until it failed and broke. Furthermore, the side car-rx presented pushback. It is the most likely that during procedure the device could have been manipulated, since side car-rx pushback is an issue that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices. Therefore the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with a trapezoid rx basket in an attempt to crush a stone larger than 2cm. However, the handle cannula broke. Stone fell out of the basket and the basket was removed from the patient. The procedure was completed with another trapezoid basket. Additionally, it was reported that no issues were noted during the first attempt to open and close the basket inside the common bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".